Event description:
Vns programming history for the pt was reviewed by the MFR. Review of the history shows a faulted systems diagnostics test occurred on (B)(6) 2006 (with the date adjusted). Upon initial interrogation on the subsequent visit on (B)(6) 2007, the pt's settings were at unintended settings. The settings were reprogrammed after the interrogation.

Manufacturer narrative:
Analysis of programming history.